Manufacturer narrative:
(B)(4) . Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on 03/27/2018, that on (B)(6) 2017, the patient experienced an adverse event. The patient¿s mother stated the dexcom was not working at the time of event. The patient¿s transmitter was out of battery and did not replace the transmitter after 90 days. The patient continued to use the transmitter which led the patient to become nauseous and feeling bad all over on (B)(6) 2017. The patient checked her ketones and stated it was very high. The patient¿s mother drove the patient to the hospital where the patient was admitted to the intensive care unit (ICU) for diabetic ketoacidosis (dka). It was indicated that the dexcom continuous glucose monitor (cgm) was not working and due to the device not working, the patient¿s doctor advised the patient to remove the dexcom from their body which led the patient to rely on self-checks for her blood glucose. The patient was treated with IV fluids and insulin while in the hospital and was released on (B)(6) 2017. At the time of contact, the patient was doing good. There was no allegation against the device as the patient was using an expired product. No additional patient or event information is available. Reportedly, the patient used cgm while pregnant or while on dialysis against user guide recommendations. Labeling indicates: the dexcom system was not evaluated for the following persons: pregnant women. Persons on dialysis. Reportedly, the patient used an expired transmitter. Labeling indicates: starting at three weeks to the end of its battery life, the messages countdown the transmitter¿s battery until it has only seven days. If the transmitter battery has seven days or less remaining, you will not be able to start a new session. To make sure you have a transmitter that is ready for a new sensor session, you may want to reorder a new one by contacting your local dexcom representative at your first low battery prompt.